Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that high threshold and low impedance was observed. Insulation anomaly was noted during explant procedure. The lead was explanted and replaced. The patient's condition was stable.